Manufacturer narrative:
This follow-up MDR is created to document the additional patient weight and the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the report of urinary retention with dysuria, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced urinary retention after altis procedure. Date of procedure: (B)(6) 2015. Date of onset event: (B)(6) 2015. Description of the event: patient experienced acute urinary retention (pvr=350ml) after surgery. She had intermittent urinary drainage during 1 day and left the hospital on (B)(6) with analgesic treatment. During the 1st postoperative, she had pvr=350ml. The information received from the investigator on 17 apr 2019: patient experienced incomplete urinary retention with dysuria after altis procedure. During the visit on (B)(6) 2015, the dysuria was improved. And during 1-year visit on (B)(6) 2016, these events were disappeared.